Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at the abdomen on (B)(6) 2015. Patient uses an alternative skin preparation, skin tac, a prescription skin preparation, prior to sensor insertion. Patient was prescribed skin tac at a routine visit at the end of (B)(6) 2015. An exact date is unknown. No additional event or patient information is available.